Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty sensor system. The pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The pump was received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window. (B)(4).

Event description:
The customer reported via phone call of a motor error alarm from the insulin pump. The customer's blood glucose reading was 92 mg/dl. The customer stated that she received a motor error during prime. The customer was advised to return the pump with the battery and to zero out the basal rates. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.